Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The evaluation of the device is still ongoing.